Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the existing cartridge for insulin therapy. Additionally, an occlusion alarm occurred. Customer acknowledge the alarm and resumed insulin delivery. Customer¿s blood glucose was 200-303 mg/dl.